Event description:
It was reported that the cco value was incorrect, erratic, drifts. No patient injury was reported.

Manufacturer narrative:
The reported complaint ¿cco value incorrect¿ was not verified. The vigilance ii monitor was returned for the second time for the same reason and not verified. As a precautionary measure, the suspected cco board was replaced. The service history record was reviewed and all manufacturing requirements were met.